Event description:
Since 2016, about 10 years after my breast implants I noticed that I was always tired. I've seen so many doctors about inflammation, weight gain, fatigue. I have started to realize that I may have bii. And that it's a real thing. My insurance will not pay for me to get these removed although I feel that I would regain my life again if these things were taken out. I did not know about these longterm side effects. I would have never gotten them if I did. I am so sick of feeling exhausted and not knowing what to do about it. FDA safety report ID # (B)(4).